Manufacturer narrative:
The device will not be returned for eval. It is not possible to determine the cause of the overheating without evaluating the device.

Event description:
It was reported that a core impaction drill was overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.